Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-23446. It was reported, the pt is not receiving effective stimulation. Diagnostic testing revealed invalid impedance readings on multiple lead contacts and 2 lead contacts reflected low impedance readings. Reprogramming was unable to fully resolve the issue. The pt is to consult with the physician at a future date as the next course of action. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.